Manufacturer narrative:
Lot number - requested, but unknown. Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the patient developed a pseudo aneurysm. The patient condition is good. The procedure outcome was good. Additional information was received on (B)(6) 2018: a cardiac cath was being performed with a 5fr procedure sheath being used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. There was not multiple sticks performed to gain arterial access. There were no test performed to diagnose the pseudo aneurysm. There was no medical or surgical intervention performed to treat the pseudo aneurysm. Hemostasis was achieved by the angio-seal.